Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29april2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported humming noise when the unit exhales. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified: estimate used.

Manufacturer narrative:
Date of report: 18jul2019. Date received by manufacturer: 17jul2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to replace the power supply. The customer reseated the boot on top of the blower to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Customer resolved.